Event description:
Device issue: none. Adverse event: dissection with medical intervention. Onset of adverse event: during the procedure. It was reported that angioplasty was performed via right radial artery approach and disclosed coronary artery. Reportedly, due to extensive angioplasty, a dissection occurred and a 3.0 x 28 mm xience v stent was deployed, treating the dissection at the left circumflex (distal) with pressure up to 12 atmospheres. A 3.0 x 23 mm xience v stent was deployed at the left circumflex (mid) at 14 atmospheres. It was felt that suboptimal results occurred, a 3.0 x 23 mm xience v stent was deployed at the left circumflex (proximal to mid) at 18 atmospheres resulting in a dissection. The dissection was treated using a non-abbott balloon catheter. The procedure was completed successfully. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.